Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, there was difficulty opening the scissors, at the end of the whipple they removed the tip cover and observed that the pulley of the clamp was loose. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the is3000 clinical risk analysis (818001-10, rev. Ae) via risk ID 1.1a.